Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the luer cap could not be removed from the shunt sensor, thus the unit was unable to be connected to the circuit. The product was changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully.